Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the patient will smell like cement from the cement box that was stored in the operation room for the 24th operation. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that it was confirmed that leakage was clearly observed in one unit, while the other unit was included as a subject because an odor was detected. The 24rth operation means that it was the cement that was kept in storage for the surgery on september 25th.

Manufacturer narrative:
G2: country of origin is japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #: (B)(4), part # c01a-j, lot # el70355, visual inspection confirmed the package has never been opened and the vial of the polymer has been damaged. The damage appears to from the shipping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.